Event description:
It was reported that during a surgical procedure at the user facility the tip got too hot and melted the outer sheath. The user facility reported that the procedure was completed successfully without a clinically significant delay and that there were no adverse consequences or medical interventions.

Manufacturer narrative:
Follow up being submitted for investigation results and additional information.

Event description:
It was reported that during a surgical procedure at the user facility the tip got too hot and melted the outer sheath. The user facility reported that the procedure was completed successfully without a clinically significant delay and that there were no adverse consequences or medical interventions.